Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a patient with ruptured protheses. This relates to the right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e3, d4, h3, h4, and h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a patient with ruptured protheses. This relates to the right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient initially reported both implants were "broken" via MRI. Later, healthcare professional reported ruptured protheses confirmed via MRI. This relates to the right device. The device has been explanted.

Event description:
Healthcare professional reported right side ruptured protheses confirmed via MRI. The device has been explanted and replaced.